Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe low blood glucose event during sleep with a documented glucose of 29 mg/dl that required emergency medical services and on-site treatment with oral glucose, including glucose tablets and juice; there were no new medications, no exercise, no pre-sleep correction known, no transport to the hospital, and the device problem and component could not be determined due to insufficient information. Symptoms included hypoglycemia with associated confusion/disorientation and fatigue. Outcomes included no lasting health consequences or impact following stabilization. Investigation included communication with the user and analysis of information provided by the user/third party. Investigation of this case revealed no findings available, and the medical device problem and device component remained undetermined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.